Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was intermittently failing an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into the ECG electrode, causing a short with the green (belt_dischg) wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing check belt messages.